Event description:
Analysis of the lead has been completed.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection revealed that the conductor coils were deformed just distal to the is-1 terminal assembly. Dried body fluid was observed in the helix housing of the lead tip and the helix was extended and not able to be retracted due to the dried body fluid. Resistance and pressure tests were performed to verify the electrical performance and insulation integrity of the lead. All measurements were within normal limits, indicating that it is electrically continuous and the insulation remains intact. The dried body fluid was loosened from the helix mechanism, after which, it was fully functional. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any other abnormalities.

Event description:
Boston scientific crm received information that approximately 10 days post implant, noise was observed on this right ventricular defibrillation lead, which could be re-created with pocket manipulation. A lead revision was performed and it was determined that the lead was completely seated in the header of this device and the setscrews had not been tightened appropriately at the initial implant procedure. The lead was securely attached and the noise was resolved. However, lead testing indicated that the r-wave measurements had decreased from 12 mv to 4 mv. The lead was, therefore, repositioned to obtain more optimal measurements. Upon re-connection to the device, it was noted that this lead had dislodged. The lead could no longer be adequately affixed to the endocardium of the patient's heart as the helix could no longer be extended or retracted. The lead was removed from the patient's body and a new lead was successfully implanted. This lead was returned for analysis. No other adverse patient effects were observed.

Manufacturer narrative:
This lead has been received for analysis. When testing is complete, this report will be updated.